Manufacturer narrative:
(B)(4).

Event description:
It was reported that during stimulation the patient had pain in his right leg. There were no problems when the device was disconnected. It was noted that there was a planned revision, a relocation of the lead, for (B)(6), 2003. Additional information received reported that the pain in the right leg during stimulation was eliminated and the issue resolved on (B)(6), 2004.

Manufacturer narrative:
Product ID 309243, lot# b0154426k, implanted: 2003-(B)(6), product type lead, product ID 30951043, serial# (B)(4), implanted: 2003-(B)(6), product type extension, product ID 309243, lot# b0154426k, implanted: 2003-(B)(6), product type lead. (B)(4).